Manufacturer narrative:
This supplemental report is being submitted to provide evaluation result of the subject device. The fragment, which was retrieved from inside the patient's body, and the subject device were returned to olympus medical systems corp. (Omsc) for the evaluation. In the evaluation, it was confirmed that a part of the adhesive which fixed the bending rubber at the distal side of the subject device was missing. As a result of analyzing the fragment, it was confirmed that the fragment was the adhesive which fixed the bending rubber. The exact cause of the damage could not be determined, but it might be a possible cause that the subject device was contacted with a hard object such as a trocar strongly and the adhesive was damaged. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc).the exact cause of the reported event could not be conclusively determined at present. The subject device will be returned to omsc. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The facility reported that the adhesive on the bending section of the subject device fell off within the patient during a laparoscopic hernia repair surgery. The fragment of the adhesive was retrieved from the patient. After the retrieval, the facility checked the subject device with the fragment and noticed a part of adhesive was still missing. The procedure was completed after intraperitoneal cleaning. There was no report of patient injury associated with this report.